Event description:
Device malfunction: none. Time of symptoms/ae: during procedure. Symptoms/ae: occlusion. The following events were noted through a periodic article review. One hundred seventy three consecutive pts were treated with kissingstents for aortic occlusive iliac disease (aoid) between 1995 and 2004 at a referral center. The objective was to evaluate outcome and patency predicting factors of kissingstent treatment for aoid. The procedure was unsuccessful in one pt. Intraoperatively, the stents occluded. The pt had a cardiolipin antibodies and was treated with local thrombolysis for 12 hours prior to successful re-treatment with kissing stentgrafts. There is no direct correlation between the adverse event and the brand/manufacturer.

Manufacturer narrative:
This report involves a retrospective study noted in an article. The device was not available for analysis and device investigation could not be performed. The lot number was not provided; therefore review of the device history record could not be performed. Attachment: katarina bjorses, md, et al; "kissingstents in the aortic bifurcation - a valid reconstruction for aorto-iliac occlusive disease", published eur j vasc endovac surg (2008) 36, 424-431.